Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] device breakage [device breakage] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] bladder problem [bladder disorder] bowel problem [other disorders of intestine] urinary tract disorder [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic reaction [allergic reaction] complication of device removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] she is used to having severe 10/10 intense pain in her left and right iliac fossa intermittently [iliac fossa pain] it is associated with nausea and lightheadedness [nausea] lightheadedness [lightheadedness] deep dyspareunia [deep dyspareunia] she has a regular menstrual cycle of 3-7/28. Recently this has also become significantly heavier with tampon changes hourly [heavy periods] there is also an increased intensity of her pain one week before her menstrual bleeding commences [premenstrual pain] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of drug allergy (nitrofurantoin, doxycycline. Cefalexin, citalopram, latex, codiene), fibromyalgia, vertigo, insomnia, smoker, iliac fossa pain, haemorrhoids, vomiting, irritable bowel syndrome, colicky, abdominal pain, vaginitis, vaginal discharge and parity 3. Previously administered products included: lansoprazole and implanon. Concurrent conditions were listed as nausea, flank pain, painful urination, light headedness, burning sensation, vaginal discharge, dysfunctional uterine bleeding, vaginal bleeding, menorrhagia, dizziness, depression, anxiety, suicidal ideation, polyuria, bacterial vaginosis, dysuria, urinary tract infection, dizziness, tiredness, vaginal discharge, vaginal bleeding, dysfunctional uterine bleeding and low back pain. The only concomitant product mentioned was ibuprofen since (B)(6) 2021. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), abdominal pain lower ("she is used to having severe 10/10 intense pain in her left and right iliac fossa intermittently"), nausea ("it is associated with nausea and lightheadedness"), dizziness ("lightheadedness"), deep dyspareunia ("deep dyspareunia"), heavy menstrual bleeding ("she has a regular menstrual cycle of 3-7/28. Recently this has also become significantly heavier with tampon changes hourly") and premenstrual pain ("there is also an increased intensity of her pain one week before her menstrual bleeding commences"). The patient was treated with paracetamol, co-amoxiclav (amoxicillin sodium, clavulanate potassium) and antiinflammatory agents (unknown) as well as surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, device intolerance, dizziness, dyspareunia, deep dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, nausea, pelvic pain, perforation, premenstrual pain, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: the claimant has not yet undergone removal surgery. The date of referral back to gynecology to consider surgical options for removal was (B)(6) 2024. We understand from the claimant¿s instructions that she is on a lengthy waiting list for an appointment with gynecology, however she continues to chase the hospital for an appointment date 3 coils in utero on the right and 4 on the left. The onset of her symptoms started soon after her sterilization procedure with essure back in 2017. On examination she is very tender in both left and right iliac fossa without any palpable masses. Her pain is poorly managed due to intolerances or poor response to opiates and anti-inflammatories. Diagnostic results (normal ranges are provided in parenthesis if available): [microscopy] on (B)(6) 2016: clinical information: lower abdominal and back pain. Irregular persistent vaginal bleeding. Report: negative [pregnancy test urine] on (B)(6)2016: negative; on (B)(6)2017: negative [ultrasound abdomen] on (B)(6)2016: comment: no gallstones. Known horseshoe kidney with mild left hydronephrosis, which was present on the previous ultrasound of (B)(6)2011. [Ultrasound pelvis] on (B)(6)2016: report: normal appearance of anteverted uterus, normal appearances of both ovaries no adnexal masses or free fluid seen. No pathology seen in area of pain. Comment: no cause for pain seen.; on (B)(6)2017: report: continuous bleeding for 3 months, stopped 1 week ago ¿ has implanon in situ (history of prolonged irregular bleeding in the past). Uterus - anteverted right essure insert seen to touch the endometrium and traverse through the myometrium to the serosa and beyond. Left essure insert seen to be 1.8 mm from the endometrium and is seen traversing through the myometrium to the serosa and beyond. Both essure inserts are correctly postioned. The patient knows that she does not need to use any contraception and has been advised to discontinue her current contraception; on (B)(6)2018: left pelvic pain since sterilization 18 months ago conclusion: no cause for pain found [ultrasound scan vagina] on (B)(6)2017: patient had a transvaginal scan post essure procedure. Physician pleased to confirm that the essure inserts are correctly placed. Physician advice patient to stop using the alternative contraception. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2024: summons received. New events abdominal pain lower, dizziness, nausea, heavy menses & premenstrual pain added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] device breakage [device breakage] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] bladder problem [bladder disorder] bowel problem [other disorders of intestine] urinary tract disorder [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic reaction [allergic reaction] complication of device removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] she is used to having severe 10/10 intense pain in her left and right iliac fossa intermittently [iliac fossa pain] it is associated with nausea and lightheadedness [nausea] lightheadedness [lightheadedness] deep dyspareunia [deep dyspareunia] she has a regular menstrual cycle of 3-7/28. Recently this has also become significantly heavier with tampon changes hourly [heavy periods] there is also an increased intensity of her pain one week before her menstrual bleeding commences [premenstrual pain] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 34 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of drug allergy (nitrofurantoin, doxycycline. Cefalexin, citalopram, latex, codiene), fibromyalgia, vertigo, insomnia, smoker, iliac fossa pain, haemorrhoids, vomiting, irritable bowel syndrome, colicky, abdominal pain, vaginitis, vaginal discharge and parity 3 (she has had three normal vaginal deliveries). She is not allergic to any medications. Previously administered products included: lansoprazole and implanon. Concurrent conditions were listed as intermenstrual bleeding, nausea, flank pain, painful urination, light headedness, burning sensation, vaginal discharge, dysfunctional uterine bleeding, vaginal bleeding, menorrhagia, dizziness, depression, anxiety, suicidal ideation, polyuria, bacterial vaginosis, dysuria, urinary tract infection, dizziness, tiredness, vaginal discharge, vaginal bleeding, dysfunctional uterine bleeding and low back pain. The only concomitant product mentioned was ibuprofen since (B)(6) 2021. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), abdominal pain lower ("she is used to having severe 10/10 intense pain in her left and right iliac fossa intermittently"), nausea ("it is associated with nausea and lightheadedness"), dizziness ("lightheadedness"), deep dyspareunia ("deep dyspareunia"), heavy menstrual bleeding ("she has a regular menstrual cycle of 3-7/28. Recently this has also become significantly heavier with tampon changes hourly") and premenstrual pain ("there is also an increased intensity of her pain one week before her menstrual bleeding commences"). The patient was treated with paracetamol, co-amoxiclav (amoxicillin sodium, clavulanate potassium) and antiinflammatory agents (unknown) as well as surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, device intolerance, dizziness, dyspareunia, deep dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, nausea, pelvic pain, perforation, premenstrual pain, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: the claimant has not yet undergone removal surgery. The date of referral back to gynecology to consider surgical options for removal was (B)(6) 2024. We understand from the claimant¿s instructions that she is on a lengthy waiting list for an appointment with gynecology, however she continues to chase the hospital for an appointment date. 3 coils in utero on the right and 4 on the left. The onset of her symptoms started soon after her sterilization procedure with essure back in 2017. On examination she is very tender in both left and right iliac fossa without any palpable masses. Her pain is poorly managed due to intolerances or poor response to opiates and anti-inflammatories. Lawyer¿s letter: plaintiff has attended her long-awaited gynecology appointment and as expected, has received a recommendation for a hysterectomy and bilateral salpingectomy to treat her symptoms of pain, abnormal bleeding, and dyspareunia. She currently awaits a date for surgery. She is agreeable for a hysterectomy with bilateral salpingectomy and given her horseshoe kidney. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Microscopy] on (B)(6)2016: clinical information: lower abdominal and back pain. Irregular persistent vaginal bleeding. Report: negative [pregnancy test urine] on (B)(6) 2016: negative; on (B)(6) 2017: negative. [Smear test] (date unknown): smears have been normal and regular. [Ultrasound abdomen] on (B)(6)2016: comment: no gallstones. Known horseshoe kidney with mild left hydronephrosis, which was present on the previous ultrasound of (B)(6) 2011. [Ultrasound pelvis] on (B)(6)2016: report: normal appearance of anteverted uterus, normal appearances of both ovaries no adnexal masses or free fluid seen. No pathology seen in area of pain. Comment: no cause for pain seen.; on (B)(6)2017: report: continuous bleeding for 3 months, stopped 1 week ago ¿ has implanon in situ (history of prolonged irregular bleeding in the past). Uterus - anteverted right essure insert seen to touch the endometrium and traverse through the myometrium to the serosa and beyond. Left essure insert seen to be 1.8 mm from the endometrium and is seen traversing through the myometrium to the serosa and beyond. Both essure inserts are correctly positioned. The patient knows that she doesn't need to use any contraception and has been advised to discontinue her current contraception; on (B)(6) 2018: left pelvic pain since sterilization 18 months ago. Conclusion: no cause for pain found [ultrasound scan vagina] on (B)(6) 2017: patient had a transvaginal scan post essure procedure. Physician pleased to confirm that the essure inserts are correctly placed. Physician advice patient to stop using the alternative contraception. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-nov-2024: medical record received. Medical history added. Patient age added. Lab data added. Reporter commented plaintiff has attended her long-awaited gynecology appointment and as expected, has received a recommendation for hysterectomy and bilateral salpingectomy to treat her symptoms of pain, abnormal bleeding, and dyspareunia. She currently awaits a date for surgery. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation]. Device breakage [device breakage] . Perforation of the uterus or other structure [perforation of organ] . Pain, including chronic pain [pelvic pain female] . Device migration with associated complications including bladder, bowel, and urinary problems [device migration] . Bladder problem [bladder disorder]. Bowel problem [other disorders of intestine]. Urinary tract disorder [urinary tract disorder] . Abnormal bleeding [genital bleeding] . Inability to tolerate the device [device intolerance] . Allergic reaction [allergic reaction] . Complication of device removal [complication of device removal] . Dyspareunia [dyspareunia]. Psychological issues [psychological disorder] . She is used to having severe 10/10 intense pain in her left and right iliac fossa intermittently [iliac fossa pain]. It is associated with nausea and lightheadedness [nausea] . Lightheadedness [lightheadedness] . Deep dyspareunia [deep dyspareunia] . She has a regular menstrual cycle of 3-7/28. Recently this has also become significantly heavier with tampon changes hourly [heavy periods] there is also an increased intensity of her pain one week before her menstrual bleeding commences [premenstrual pain] fatigue [fatigue] migraines [migraine] sweats [sweaty] she started to have intermenstrual bleeding [intermenstrual bleeding] affecting her sleep [sleep disturbed] lower backache [low back ache] it is significantly affecting her ability to function [inability to work] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 34 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of muscle pain, suicidal ideation, low mood, lower respiratory tract infection, chest pain, uti, genital candidiasis, drug allergy (nitrofurantoin, doxycycline. Cefalexin, citalopram, latex, codiene), fibromyalgia, vertigo, insomnia, smoker, iliac fossa pain, haemorrhoids, vomiting, irritable bowel syndrome, colicky, abdominal pain, vaginitis, vaginal discharge and parity 3 (she has had three normal vaginal deliveries). She is not allergic to any medications. Previously administered products included: lansoprazole, implanon, clotrimazole, clotrimazole and citalopram. Concurrent conditions were listed as bacterial vaginosis, vaginal discharge, bacterial vaginosis, fatigue, light-headed, iliac fossa pain, intermenstrual bleeding, nausea, flank pain, painful urination, light headedness, burning sensation, vaginal discharge, dysfunctional uterine bleeding, vaginal bleeding, menorrhagia, dizziness, depression, anxiety, suicidal ideation, polyuria, bacterial vaginosis, dysuria, urinary tract infection, dizziness, tiredness, vaginal discharge, vaginal bleeding, dysfunctional uterine bleeding and low back pain. The only concomitant product mentioned was ibuprofen since (B)(6) 2021. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), abdominal pain lower ("she is used to having severe 10/10 intense pain in her left and right iliac fossa intermittently"), nausea ("it is associated with nausea and lightheadedness"), dizziness ("lightheadedness"), deep dyspareunia ("deep dyspareunia"), heavy menstrual bleeding ("she has a regular menstrual cycle of 3-7/28. Recently this has also become significantly heavier with tampon changes hourly"), premenstrual pain ("there is also an increased intensity of her pain one week before her menstrual bleeding commences"), fatigue ("fatigue"), migraine ("migraines"), hyperhidrosis ("sweats"), intermenstrual bleeding ("she started to have intermenstrual bleeding"), sleep disorder ("affecting her sleep"), back pain ("lower backache") and impaired work ability ("it is significantly affecting her ability to function"). The patient was treated with paracetamol, co-amoxiclav (amoxicillin sodium, clavulanate potassium) and antiinflammatory agents (unknown) as well as surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device breakage, device dislocation, device intolerance, dizziness, dyspareunia, deep dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, impaired work ability, intermenstrual bleeding, mental disorder, migraine, nausea, pelvic pain, perforation, premenstrual pain, sleep disorder, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: the claimant has not yet undergone removal surgery. The date of referral back to gynecology to consider surgical options for removal was 2 february 2024. We understand from the claimant¿s instructions that she is on a lengthy waiting list for an appointment with gynecology, however she continues to chase the hospital for an appointment date. 3 coils in utero on the right and 4 on the left. The onset of her symptoms started soon after her sterilization procedure with essure back in 2017. On examination she is very tender in both left and right iliac fossa without any palpable masses. Her pain is poorly managed due to intolerances or poor response to opiates and anti-inflammatories. Lawyer¿s letter: plaintiff has attended her long-awaited gynecology appointment and as expected, has received a recommendation for a hysterectomy and bilateral salpingectomy to treat her symptoms of pain, abnormal bleeding, and dyspareunia. She currently awaits a date for surgery. She is agreeable for a hysterectomy with bilateral salpingectomy, and given her horseshoe kidney. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: not available. [Microscopy] on (B)(6) 2016: clinical information: lower abdominal and back pain. Irregular persistent vaginal bleeding. Report: negative [pregnancy test urine] on (B)(6) 2016: negative; on (B)(6) 2017: negative. [Smear test] (date unknown): smears have been normal and regular [ultrasound abdomen] on (B)(6) 2016: comment: no gallstones. Known horseshoe kidney with mild left hydronephrosis, which was present on the previous ultrasound of (B)(6) 2011. [Ultrasound pelvis] on (B)(6) 2016: report: normal appearance of anteverted uterus, normal appearances of both ovaries no adnexal masses or free fluid seen. No pathology seen in area of pain. Comment: no cause for pain seen.; on (B)(6) 2017: report: continuous bleeding for 3 months, stopped 1 week ago ¿ has implanon in situ (history of prolonged irregular bleeding in the past). Uterus - anteverted right essure insert seen to touch the endometrium and traverse through the myometrium to the serosa and beyond. Left essure insert seen to be 1.8 mm from the endometrium and is seen traversing through the myometrium to the serosa and beyond. Both essure inserts are correctly postioned. The patient knows that she does not need to use any contraception and has been advised to discontinue her current contraception; on (B)(6) 2018: left pelvic pain since sterilization 18 months ago conclusion: no cause for pain found [ultrasound scan vagina] on (B)(6) 2017: patient had a transvaginal scan post essure procedure. Physician pleased to confirm that the essure inserts are correctly placed. Physician advice patient to stop using the alternative contraception. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events fatigue, migraines , sweat , lower backache, sleep disturbance & e intermenstrual bleeding were added. New reporter added. Medical history & concomitant conditions added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.